Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-oct-2019 with the following findings: during investigation, the up, down and ok buttons were working. The contrast key was unresponsive. The keypad was removed and there was contamination found under all the key contacts. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, damaged battery cap and contamination under the buttons. This report is made based on results of investigation completed on 15-oct-2019.